Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. Patient 1 initial result was 20.3 ng/l. The repeat results were 13.5 ng/l and 14 ng/l. Patient 2 initial result was 29 ng/l. The repeat results were 13 ng/l, 15 ng/l, and 15 ng/l. Patient 3 initial result was 26 ng/l. The repeat results were 16 ng/l, 11 ng/l, and 12 ng/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
There was an allegation of additional questionable elecsys troponin t hs results from the cobas e 801 module. On (B)(6) 2025, patient 4 initial result was 5 ng/l. The repeat results were 16 ng/l and 7 ng/l. The questionable results were not reported outside of the laboratory. Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. There was no product problem identified.